Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 05-feb-2021. Expiration date: 01-jan-2022. Part number: 03.404.001s, ria 2 reaming kit 520mm sterile. Lot number: 88p5885 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m014, irrigation tubing set. Lot number: 80p3774. Lot quantity: (B)(4). Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set. Lot number: 83p5844. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Part number: 03.404m001, rmg rod/drive shaft packaged. Lot number: 87p3229. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 72p8532. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged. Lot number: 87p3196. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly. Lot number: 84p6971. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx.. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent a procedure using an expert tibial nail (etn). It was a very narrow canal of 8mm, so surgeon wanted to go with a sharp and one stage ria2 reamer. During procedure the surgeon was not satisfied with the design of reamer/irrigator/aspirator (ria) 2 as it snapped during the case. There was a breakage of ria 2 head snapping off inside patient whilst being used. The small pieces were left in patient's intramedullary canal but surgeon didn¿t believe that it will cause a problem to the patient. The surgery was delayed for ten (10) minutes due to the reported event. The procedure was completed by using standard synream instead of ria2. No further information provided. This report is for one (1) ria 2 reaming kit 520mm sterile. This is report 1 of 2 for complaint (B)(4).